Manufacturer narrative:
A field service engineer inspected the device onsite and no defects were found. The unit underwent measurements, simulations, and both internal and external inspections. Electrical safety measurements and a functional test were also performed. The monopolar instrument was not provided as the customer does not know which instrument was used on the day in question. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic turned open inguinal hernia surgery using the electrosurgical generator, the patient sustained a small, approximately 5-millimeter third-degree burn to the left thigh where a monopolar forceps was in place and while bipolar instruments were being used in the cavity. When the staff pressed the pedal to activate the bipolar device, the patient was burned at the spot where the monopolar instrument was located. Upon further follow up, the customer reported that an unknown bipolar device was being connected during the procedure when the surgical approach was changed to an open procedure. The bipolar device was not functioning, so its settings and functionality were checked, during which the monopolar instrument was activated. The monopolar instrument was lying on the patient's thigh and was likely incorrectly set to be activated by the foot pedal; thus, it was activated instead of the bipolar device during testing. The procedure was completed with the same generator without further incident. Subsequently, the burn was disinfected and covered. No further treatment was required, and no further patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported customer allegation was not confirmed. The device meets its specification. Based on the results of the investigation, and since the device meets its specification, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.